Event description:
Customer reportedly received results of 85 mg/dl and 343 mg/dl within 10 minutes on the same device. No low or high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.